Event description:
A customer reported receiving a malfunction alarm indicated as 16-0x20e6, but no additional information was provided regarding the malfunction. There was no available information on the impact on the customer¿s blood glucose level, suggesting no adverse impact was reported. The pump was not under warranty at the time of the incident, and no corrective actions or outcomes were reported or implemented.